Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(6). Reason for device explant and/or reoperation: right side rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent primary breast augmentation with a 275cc mentor smooth round moderate profile and was presented with breast implant rupture on the right side postoperatively. As a result, patient underwent explantation and replacement on (B)(6) 2018 with catalog number 3501640.

Manufacturer narrative:
On 5/31/2019, device evaluation was completed: device evaluation summary: during evaluation of the sample a crease was observed on the anterior view and extended to the posterior. Leak testing was performed according with mentor procedures and it revealed a tear measuring approximately less than 0.1 cm on the posterior aspect. Microscopic examination was performed in the rupture and no evidence of instrument damage was observed. No other anomalies were observed. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).